Event description:
An implant card received on (B)(6) 2013 indicated that this vns patient underwent full revision due to a lead discontinuity. Follow-up showed that the lead discontinuity was first noted on (B)(6) 2013. The device was disabled when high impedance was seen. X-rays were not taken, but the physicans did perform an emg-based lead test which showed a polyphasic signal as in a partial lead break. There was no suspected patient manipulation or trauma. The generator was replaced to be compatible with the new lead. The explants have not been returned. The physician provided some programma diagnostic history that shows high impedance on (B)(6) 2013.

Manufacturer narrative:
(B)(4).